Event description:
It was reported that after centrifugation and shipping to lab for processing an unspecified bd vacutainer® cpt¿ cell preparation tube are clotted. The following information was provided by the initial reporter: we are having issues with bd vacutainer cpt cell preparation tubes. In our process, after collecting the blood in to the bd vacutainer cpt cell preparation tubes, the samples are centrifuged according to the package insert, and shipped to the lab for further pbmc processing. What we are noticing in some of the cpt tubes are excessively clumped after receiving into the lab.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor plasma was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor plasma was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor plasma-mnc layer clumping, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor plasmas based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after centrifugation and shipping to lab for processing with 2 lots of bd vacutainer® cpt¿ cell preparation tube with sodium heparin the samples are clotted. The following information was provided by the initial reporter: we are having issues with bd vacutainer cpt cell preparation tubes. In our process, after collecting the blood in to the bd vacutainer cpt cell preparation tubes, the samples are centrifuged according to the package insert, and shipped to the lab for further pbmc processing. What we are noticing in some of the cpt tubes are excessively clumped after receiving into the lab.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that after centrifugation and shipping to lab for processing with 2 lots of bd vacutainer® cpt¿ cell preparation tube with sodium heparin the samples are clotted. The following information was provided by the initial reporter: we are having issues with bd vacutainer cpt cell preparation tubes. In our process, after collecting the blood in to the bd vacutainer cpt cell preparation tubes, the samples are centrifuged according to the package insert, and shipped to the lab for further pbmc processing. What we are noticing in some of the cpt tubes are excessively clumped after receiving into the lab. D.1. Medical device brand name: bd vacutainer® cpt¿ cell preparation tube with sodium heparin. D.3. Medical device manufacturer: becton dickinson & co. Broken bow, ne / 68822. D.4 medical device catalog#: 362753. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 2139341. D.4. Medical device expiration date: 31-may-2023. H.4. Device manufacture date: 19-may-2022. D.4. Medical device lot#: 2139350. D.4. Medical device expiration date: 31-may-2023. H.4. Device manufacture date: 19-may-2022. D.4. Unique identifier (UDI)#: (B)(4). G.1 manufacturing location: becton dickinson & co. Broken bow, ne / 68822. G.5. PMA / 510(k)#: k891407.

Event description:
It was reported that after centrifugation and shipping to lab for processing with 2 lots of bd vacutainer® cpt¿ cell preparation tube with sodium heparin the samples are clotted. The following information was provided by the initial reporter: we are having issues with bd vacutainer cpt cell preparation tubes. In our process, after collecting the blood in to the bd vacutainer cpt cell preparation tubes, the samples are centrifuged according to the package insert, and shipped to the lab for further pbmc processing. What we are noticing in some of the cpt tubes are excessively clumped after receiving into the lab.